Event description:
It was reported that a patient who underwent an anterior cervical discectomy fusion surgery had a plate and screws implanted. Sometime post-op a halo was noticed around the screws at c6. Approx 6 months post-op, the patient underwent revision surgery to reposition the screws at c6. No patient complications were reported.

Manufacturer narrative:
(B) (4). The device was not returned to the MFR for eval. The cause of the event cannot be determined.